Event description:
It was reported that at the user facility the device was not able to be put in safe mode, a condition in which the device has the potential to run unintentionally. The user facility was not able to provide any further information regarding the reported event.